Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic lesion in the mid lad. A terumo introducer sheath, a mach 1 guide catheter and a bmw 0.014 guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good."